Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of thoraco-abdominal aortic aneurysm. It was reported that prior to the index procedure, the patient had an aorto-bifemoral bypass performed. During the index procedure, the physician had trouble gaining access due to the aorto-bifemoral bypass. The physician eventually did an abdominal cut down and a valiant stent graft was implanted. Five days after the implant of the valiant stent graft, the patient expired due to a cardiac event. The medical professionals at the hospital stated that it was not device related.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.